Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object at the nozzle opening of the air/water supply and attached to the distal end including the surface of the objective lens. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely a foreign object adhered to the surface of the objective lens during the inspection. This foreign object may have acted as a nucleus for moisture, causing condensation to form on the surface of the objective lens. The cause of the foreign object adhering to the surface of the objective lens is thought to be a white powdery foreign object that adhered to the nozzle opening due to air or water blowing may have adhered to the surface of the objective lens. The results of the component analysis showed that the white powdery foreign object was organic silicone. Organic silicone is not a component derived from endoscopes, but is a component derived from drugs (the white powdery organic silicone is used in defoamers, etc., and the organic silicone that looks like an oil film is used in cleansers, etc.). Possible causes of foreign matter adhesion include insufficient preliminary cleaning and rinsing of the channels, and insufficient drying due to buttons not being removed when storing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.